Event description:
It was reported that the provisional trial broke during use, when being inserted. The procedure was completed using a sn backup device. Pieces fell into the patient and all of them were recovered. No surgical delay was reported. The patient outcome is good.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms reported that all pieces were recovered without delay or patient harm. Reportedly, the procedure was completed using a s+n backup device without further complications and the patient is ¿doing fine¿. It was communicated that the operative notes were not available. Based on the information provided, all pieces were recovered from the wound with no patient injury or surgical delay and the procedure was successfully completed using the available backup device without further complications. Therefore, no further medical assessment is warranted at this time. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.